Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a protege everflex self-expanding stent was implanted to treat an unknown lesion. Approximately 28 months post-index procedure, the patient expired. The cause of the death is unknown.